Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged touch screen cracked and unreadable issues were verified, but the low bg issue could not be verified.

Event description:
It was reported that the pump touch screen was cracked and unreadable. A replacement pump was sent to resolve the issues. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 40 - 50s mg/dl. Cause was not known. Customer consumed carbohydrates to address bg.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.